Manufacturer narrative:
The pipeline devices will not be returned for evaluation as they were implanted in the patients. Based on the reported information, there did not appear to have been any defect of the device during use. The cause of the events could not be conclusively determined from the reported information. Burrows, a. M. Et al. (2016, june 02). Flow diversion for ophthalmic artery aneurysms. American journal of neuroradiology, 37(10), 1866-1869. Doi:10.3174/ajnr.a4835. Mdrs related to this article: 2029214-2016-01070, 2029214-2016-01071.

Event description:
Medtronic received information from literature of intraprocedural or post-procedural pipeline patient complications. The purpose of this article was to evaluate the outcomes of patients with carotid-ophthalmic aneurysms treated with flow diversion. The article evaluated 50 carotid-ophthalmic aneurysms in 48 patients; 46 of the aneurysms in 44 patients received treatment. 45 of the aneurysms were treated with the pipeline embolization device (ped) and 1 aneurysm was treated with another manufacturer¿s device. The patients' mean age was 52 years; 41 of the aneurysms were found in women. The article stated that flow diversion was attempted, but not deployed due to aneurysm perforation in one patient. Among the 46 aneurysms, 37 had 6-month angiographic follow up. Among the patients with angiographic follow-up, the ophthalmic artery was occluded in 8 of the patients; all had reconstitution of the ophthalmic artery through collaterals (7 through external carotid artery collaterals and one through inferolateral trunk.) All eight patients were asymptomatic.